Event description:
After being injected in the glabellar region of the forehead with eight syringes of juvederm by the physician, the patient developed a purulent necrosis. It was noted that after two weeks of treatment with steroids and antibiotics by another physician, the necrosis stopped extending and scarring now remains. Three syringes of juvederm 30 hv with this lot number was used. This is the same event and the same patient reported under MDR ID #0000000-2007-00008 & #0000000-2007-00010 (allergan medical complaint files). This is the second MDR submitted for the second suspect product lot number.

Manufacturer narrative:
Please not corneal industrie is awaiting assignment of FDA registration number. Device evaluation summary below: review of DHR results noted: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle, extrusion force test) are registered as conform to the specifications for the 3 batches.